Event description:
Pt reports that while having an ultrasound approx 1/2-1 min into the procedure, she started to have chest pain and difficulty breathing. She states that she went home and took some medication and went to bed. After 4 days the problems continued and she went to her dr and was told that her lungs were only putting out 40%. States that she went to her cardiologist and was told that her heart was damaged and she had a-fib. Pt states that her legs are painful and continues to swell, her hearing is decreased.